Manufacturer narrative:
(B)(4) date sent: 4/8/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during before an unk procedure, cracking was observed on b12lt trocars prior to reprocessing. Some of the devices observed were unused. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2026. D4: batch # unk. This is an analysis for a photo submitted to ethicon for evaluation. Two photos were provided for analysis. In both photos it was noted the tip of a obturator with the clear lens damaged. In both photos, the tip of the trocar can be seen, and the clear lens appears cracked. The device is shown without its original packaging; only the trocar tips are visible in the photos, due to this condition we cannot determine if the device had been used or reprocessed previously. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage in the clear lens. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device lot 833c07 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot 938c97 number, and no non-conformances were identified. Additional information was requested and the following was obtained: lot numbers: 938c97, 833c07. Serial numbers: not reported. Is the current patient status known? Devices unused. No patient impacted. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient impacted.